Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after taking the blood gas, the reporter pressed the cap onto the syringe, and the nozzle of the syringe broke off. This resulted in blood in the nurse's face and eyes. The incident was handled internally at the facility by initiating a needle-splash accident protocol. The patient's blood test results were negative (no hiv or hepatitis in the patient), hence there was no risk for the nurse.